Manufacturer narrative:
The insulin pump was received with blank display and a constant watchdog alarm due to corroded electronic assembly. No moisture damage on motor assembly during visual inspection. The insulin pump was also received with scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer's blood glucose was 137 mg/dl at the time of incident. The customer stated that a constant tone was occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.